Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and could not duplicate the reported problem. Two plunger clamps in another area of the pipetter assembly had frozen ejector pin upon further inspection. The plunger clamps and lld contact springs were replaced. The instrument was tested without further problem and returned to service.